Manufacturer narrative:
Investigation eval: an empty opened box of the product said to be involved was returned. The empty opened box was from the lot number provided in the report. A product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. (B)(4) unopened products from the customer's inventory were returned and were evaluated for tensile strength of the catheter blue hook joint. A visual examination indicated that both blue hooks were attached to each end of the catheter and all visually appeared to be fully seated. Tensile testing was performed on the (B)(4) devices. Each product was split into two pieces allowing each end of the catheter and blue hook to be tensile tested. Of the (B)(4) blue hooks tested, a total of (B)(4) passed the minimum test criteria and (B)(4) failed the minimum test criteria. The blue hook tensile test failures were on the same catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. All other lot numbers of product associated with this complaint were also reviewed and a discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contributed to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for all products associated with the complaint confirmed that the lots met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to reduce occurrences of blue detachment. The product said to be involved and the inventory products are included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
A cook 6 shooter saeed multi-band ligator was opened in preparation for an upper gi procedure to treat a pt with variceal bleeding. Upon loading the barrel with bands on the [loading] catheter, the plastic hook that holds the wire [trigger cord] snapped off. The device could not be installed on the endoscope because of the missing hook. Another device was used to perform the procedure. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.